Event description:
It was reported that there was air in the patient line during use on the home choice (hc). The home patient (hp) stated s/he had forgotten to press go at the initial drain. The technical service representative (tsr) assisted to end therapy. The hp would start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis could not be completed.  Should additional relevant information become available, a supplemental report will be submitted.